Manufacturer narrative:
Additional information: annex d code. Correction: the device did not enter the patient's vasculature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute integrity coronary drug eluting stent deformed was deformed before being used. The device was not used. The sheath was removed per IFU. The patient is alive and healthy.

Manufacturer narrative:
Product analysis: the stent had displaced distally on the balloon and was not positioned on the balloon between the marker bands as per specifications. The distal stent wraps were positioned over the distal marker band. The stent was not positioned against the proximal pillow as per specification. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the proximal stent wrap with struts raised. Misalignment was evident to the mid stent struts. The inner lumen patency was verified with a mandrel. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. No other damage evident to the remainder of the device.) Image analysis: two still images were received for review. The first showing a resolute integrity shelf carton, where lot and size on the shelf carton appear to match those provided. A still image of the distal end of a stent device was also provided for review. There appears to be proximal stent deformation evident and blood is visible on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.